Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006. The patient experienced multiple complications, including erosion, formation of scar tissue, and additional surgeries including mesh removal surgeries on (B)(6) 2008 and (B)(6) 2009. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional information: narrative - it was reported that patient underwent an additional mesh removal due to erosion on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. The patient experienced extrusion, infection, urinary/bowel problems, and recurrence. It was reported that the patient underwent a partial mesh removal on (B)(6) 2007. The patient underwent an excision of mesh due to exposure. It was reported that on 03/13/2009 the patient underwent removal due to vaginal stricture, mesh retraction, pelvic pressure, and pelvic pain.

Manufacturer narrative:
It was reported that patient underwent revision/excision of mesh on (B)(6) 2014 due to mesh exposure and bacterial vaginosis. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00618. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced recurrent urinary tract infection, infection, vaginal stricture, urinary/bowel problems and recurrence.

Manufacturer narrative:
(B)(4).